Event description:
The customer reported the unicel dxc 800 pro synchron instrument had "cuvette not dry before first reagent dispense" error. Customer was performing chemistry cartridge (cc) wash when received the error. Customer reported no erroneous results have been generated. Further investigation revealed that a leak at cc reagent probe a was causing the errors. The leak was only a few drops and contained in the instrument. No exposure reported. Customer was wearing gloves and laboratory coat.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse found the cause of the "cuvette not dry before first reagent dispense" error was the leak from chemistry cartridge (cc) reagent probe a. Fse reported finding a few drops of fluid in the wash collar after priming. Fse determined the cause was the collar wash valve of the cc reagent probe a. Fse resolved the leak and the "cuvette not dry before first reagent dispense" error by replacing the valve. (B)(4).